Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited slowly increasing shock impedance measurements. There as been no oversensing observed. The patient presented to the emergency room after receiving therapy for ventricular tachycardia (vt). The device was interrogated and a fault code was displayed for an open circuit condition. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effect were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.